Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after two days of use the cuff was found leaking. Leak check had been performed prior to use. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection did not reveal any abnormalities. Cuff was inflated with 8cc of air using a syringe and submerged in water to detect for leaks. No leaks were observed. Investigation was unable to confirm the reported issue. Returned device operated as intended.